Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: spondylolisthesis type of procedure or technique used: transforaminal lumbar interbody fusion it was reported that, during surgery, an extender broke and the distal tab was either attached loosely to implanted screw or was floating after removal. Fragments of the product remained in the patient. No patient symptoms or complications as a result of this event.